Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to unlock on lcd keypad connector however, the button responded properly after locking lcd the keypad connector. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to button keypad anomaly. The insulin pump passed idle current test and displacement test. The insulin pump had minor scratched display window, cracked battery tube threads and broken off reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 458 mg/dl. Customer mentioned the button was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.